Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Concomitant medical products: 690r26 heart ring implanted (B)(6) 2020; 694758 lead (B)(6) 2012 product event summary: the ventricular assist device (vad) (B)(4) was not returned for evaluation. The reported low flow event was confirmed via review of the autologs report which revealed fifty-six (56) low flow alarms were logged since (B)(6) 2020. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient was hospitalized due to low flows and feeling a little unwell. Echo cardiogram was done with no acute findings, and the ventricular assist device (vad) was positioned well on imaging. The patient's flows seem to be positional and orthostatic based on mean arterial pressures (map) and waveform dampening when standing. Outflow graft thrombosis, tamponade, and hypertension had been ruled out. The vad remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the ventricular assist device (vad) patient was hospitalized due to low flows and feeling a little unwell. Echo cardiogram was done with no acute findings, and the ventricular assist device (vad) was positioned well on imaging. The patient's flows seem to be positional and orthostatic based on mean arterial pressures (map) and waveform dampening when standing. Outflow graft thrombosis, tamponade, and hypertension had been ruled out. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Concomitant medical products: (b)(4 heart ring implanted (B)(6) 2020; (B)(4) lead (B)(6) 2012 product event summary: the ventricular assist device (vad) (B)(4) was not returned for evaluation. The reported low flow event was confirmed via review of the autologs report which revealed fifty-six (56) low flow alarms were logged since (B)(4) 2020. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.